Manufacturer narrative:
The investigation of thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-27632. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-27632.

Event description:
The complainant reported that a thrombus developed in the left ventricle during impella 5.5 support. The apical thrombus was found near the inlet of the impella 5.5. Cardiology discussed options and the decision was ultimately made to explant the pump. The patient's status was updated to expired following explant. Per medical safety officer review, the pump was prematurely explanted because of the thrombus which may or may not be related to the use of the impella device. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Per medical safety officer review, the pump was prematurely explanted because of the thrombus which may or may not be related to the use of the impella device. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿